Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, there was no fault found. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a cranial resection procedure, the site was not able to register the patient. They were using a t1 scan to register and had a decent pattern and decent model. When registration was completed, they would get a 1.2 metric, but when testing on the patient, they were 5 mm inaccurate. They tried multiple times without success and aborted navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. Technical services (ts) reviewed the patient archives for the event, and noted that the trace pattern did not cover a lot of area and was not getting a good area on the nose. It was recommended that the site improve on the tracing pattern.